Event description:
It was reported that during a device replacement procedure that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the helix was distorted/bent, there was blood in/on the helix mechanism and tissue on helix. The analyst commented that the lead was returned with blood, tissue and the helix distorted.